Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the pump. During analysis, the customer's concern regarding alarm when latch is closed was not able to be duplicated. The downstream occlusion (dso) passed a downstream occlusion test but with multiple evidence found in the event log history (ehl). Service will replace the dso sensor. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump alarmed every time the latch was closed. There was no patient present at the time of the event. There were no reported adverse events.